Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified common femoral artery using the pre-close technique via a 22f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sutures of three proglide devices were successfully placed. The tevar procedure was completed. Reportedly post procedure, a femoral cut down was performed as one of the proglide sutures caught the posterior wall plaque, occluding and dissecting the vessel. Hemostasis was achieved via cutdown. There was no delay in the surgical procedure. It was immediately noted that the popliteal pulse was absent post closure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion and vascular dissection are listed in the electronic proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5 - describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a large-bore hole in the mildly calcified common femoral artery using the pre-close technique prior to an unspecified procedure. The sutures of two proglide devices were successfully placed. The procedure was completed. Reportedly post procedure, the patient had an occluded common femoral artery/ superficial femoral artery. The cause was believed to be that the proglide suture was stitched to the back wall. The occlusion was resolved and hemostasis was achieved via cutdown. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.